Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. What is concluded is a possible disassembly of the suture to the thread, since, after the passage through the trocar canal, only the thread was evidenced without signs of rupture or fraying. The day of the extraction of the 'oblito' the needle was evidenced without suture residue at its end of assembly. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Were there any adverse patient-related consequences? The foreign body was retained in the cavity and since it could not be identified in the first surgical time, it was necessary to perform studies again for a new surgical reintervention. The following information was requested, but unavailable: -was surgery delayed due to the reported event? --> unknown. -was procedure successfully completed? --> unknown. -were fragments generated? --> unknown. -if yes, were they removed easily without additional intervention? --> unknown. -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. -is the patient part of a clinical study --> unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Has any medical or surgical intervention been performed? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested; the following was obtained: if surgery was done just to remove the needle. I remain attentive and thank you again. The following information was requested: please advise, the information received indicates the foreign body was retained in the cavity. Was the needle removed during the same procedure? Was an additional procedure required to remove the needle/foreign body? Was an x-ray used to locate a needle within the patients cavity?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected information: h6 (b20 device not accessible for testing). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.